Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of near syncope. An interrogation of the patient's leadless implantable pulse generator (ipg) indicated there was possible ventricular non-capture. The device remains in use. No further patient complications have been reported as a result of this event.